Event description:
While performing "lesi" on pt, the 5cc glass syringe attached to the spinal needle broke off within the hub of the needle. Spinal needle removed and area kept sterile. Procedure repeated with new kit. Pt now complaining of back discomfort & headache. He is fearful that glass shards and/or powder were introduced into his spine. He is suffering from anxiety, wants restitution.